Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch. Patient received a repeat cardiac ablation on (B)(6) 2024. On (B)(6) 2024, the patient experienced "small ischemic focus" categorized as severe and serious defined by prolonged hospitalization with an admission date of (B)(6) 2024 and a discharge date of (B)(6) 2024. Relationship to study device is not related and relationship to the repeat/retreatment study procedure is possible. The adverse event is expected/anticipated. The outcome is recovered/resolved with an end date of (B)(6) 2024. Intervention was transthoracic echocardiogram (tte), (B)(6)..

Manufacturer narrative:
During an internal review on (B)(6)2025, noted a correction to the 3500a initial. In the b5. Event description reported, ¿on (B)(6)2024, the patient experienced "small ischemic focus" categorized as severe and serious defined by prolonged hospitalization with an admission date of (B)(6)2024 and a discharge date of (B)(6)2024.¿ it should have stated, ¿on (B)(6)2024, the patient experienced "small ischemic focus" categorized as severe and serious defined by prolonged hospitalization with an admission date of (B)(6)2024 and a discharge date of (B)(6)2024." The investigation was completed on (B)(6)2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31452442m and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).